Event description:
On or about 01/26/05, my physician suggested and prescribed a vacuum erection system offered by augusta medical systems. I rec'd the product at the end of 01/05. The unit failed because augusta's design used a poor quality electric switch. I returned the "system" on 02/07/05 and rec'd a replacement about ten days later. I tried to use the product as dictated by the labeling and written and audio-visual instructions. The unit created several serious side effects, making it impossible to use. The physician advised me to discontinue the use of the device and I contacted augusta as required by their written instructions. I needed augusta's instructions for returning the system. Over time I discussed the problems with two co employees on the following dates: march 7 (2 times), march 8, july 5, july 6, july 7 (3 times). On july 7, I was assured that a refund of my payment would be made within two (2) weeks, that means about by 07/21/05. As of 08/16/05, I have not rec'd a refund or any communication from augusta. Their brochures advise that they would reimburse the customer and his insurance carrier(s), in this case medicare and blue shield supplemental plans. I believe that augusta is committing fraud, false advertising and misleading the FDA by selling an "FDA approved" sex toy that can be purchased from other suppliers for one fourth of augusta's charges.